Manufacturer narrative:
Product event summary - a distal segment of the lead was returned and analyzed. Analysis revealed that the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that there was a lead integrity alert for oversensing numerous short interval counts and noise on the right ventricular lead. The lead also had a fracture. The lead was explanted and replaced. The atrial lead was undersensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6943-65, lead, (B)(6) 2000. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.